Manufacturer narrative:
The missing lot number was requested from the initial reporter. A follow up report will be submitted upon receipt of this information.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 23 in the patient's mouth, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
This MDR follow-up report was written because the lot number was received. The UDI number was entered.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 23 in the patient's mouth, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.